Event description:
It was reported that the preloaded intraocular lens (iol) got stuck and that one of the haptics was defected. Account indicated that there was no patient impact and that the product is not available for evaluation. No further information provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown as per EU regulation 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaints from this po has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 07-mar-2022 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod in the advanced position with a portion of the lens stuck inside of the cartridge. The portion of the lens received inside of the cartridge was removed and it was revealed to be a bent haptic piece. Visual inspection of the lens received outside of the handpiece revealed that both haptics were detached and that the lens was damaged. Conclusion: the complaint issue could be confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.